Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no flow from the "cap" of a one-link catheter extension set. This was observed while the nurse was drawing blood from the patient. The problem was resolved after the extension set was replaced with a new extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The one-link extension set was received for evaluation. Visual inspection did not identify any defects with the device. A functional flow test was performed. No flow was observed at the onelink adapterm, however, flow was observed through the entire device after removing the adapter. The non-conforming product could not be verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.